Event description:
It was reported that the patient, with an artificial urinary sphincter (aus) presented with atrophy and urinary incontinence. The physician elected to explant the aus pressure regulating balloon (prb) and replace it with a larger prb. No additional patient complications were reported.